Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, but the data evaluation confirmed due to signal loss. The root cause of the pairing failure was determined to be signal loss. Based on the investigation results this issue has been upgraded from non-reportable to reportable.